Event description:
It was reported that a "battery failure occurred. The pump was left unplug, and battery ran down to failure. No patient harm, pump plugged back in."

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of battery failure is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the biomed ran the pump for over 90 minutes on battery power. The pump passed the battery load test. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that a "battery failure occurred. The pump was left unplug, and battery ran down to failure. No patient harm, pump plugged back in."